Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to remove the cartridge from the pump and inspect the o-ring, which was found to be in place and undamaged. The issue occurred before contacting technical support, and the caller successfully loaded a new cartridge and resumed insulin delivery.